Event description:
Miscarriage of pregnancy in 2001. In 2003 positive pregnancy test ultrasound showed absence of fetal sac. Persistent low levels of hcg continued in a range of 8 to 11miu/ml. Ectopic pregnancy assumed and pt received methotrexate chemotherapy. Chemotherapy failed to abate hcg. Gtd assumed and pt given d and c. No trophoblastic tissue found. Physician ran hcg test at two independent labs. Both gave the same result, both were using the abbott axsym hcg tests. Pt referred to facility. No measurable hcg detected in dpc immulite of free a subunit in dpc immulite or hyperglycosylated hcg (carbohydrate variant hcg) in nichols advantage.